Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 110 units of insulin; however, the customer was unable to provide the amount of insulin that had been delivered during this time. There was no reported impact to the customer's blood glucose level.